Manufacturer narrative:
Information was received on 02/08/2019 indicating that no patient was involved in this event and event date was provided. Device evaluation completion date: 12/10/2018. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying an "a296" message which reference to "41622" error code during the investigation. Visually inspected the pump and found it had debris lodging between the motor gears. Service removed the debris from motor gears and cleared the error code to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed alarms for error code 41622. No reported adverse effects.